Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter failed during sculpting phase. There were problems during core vitrectomy procedure. The condition of actuating and aspiration is unknown. The surgery was completed after replacing the product with another one. There was no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was no other complaint for the reported issue. One complaint sample was returned and visually inspected and deemed nonconforming. The needle was bent approximately 10 degrees. The actuation, aspiration and cutting test were performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 20-30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was slight resistance felt when removing the inner cutter from the needle. The inner cutter was slightly bent. There were wear marks at the bend area and down a section on the front of the inner cutter. The probe was tested with a syringe. No resistance was felt. The actuation and aspiration test was retested after the disassembly and the tests were deemed conforming. The initial tests were deemed nonconforming, due to the cutter not closing and no suction. A retest showed the cutter was able to actuate and aspirate. An initial actuation and aspiration test failure occurs sometimes due to material causing the cutter to become stuck and the aspiration path to be blocked after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm that the probe did have a problem with actuation and cutting, which can be attributed to the customer reported event of no cutting. A potential cause of the reported event can be attributed to foreign material in the needle, which can cause the cutter to becoming stuck or not allow the cutter to fully close. However, the root cause of the reported event cannot be determined conclusively based on the information obtained in the complaint evaluation. An investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. (B)(4).